Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. In addition, the lead was dislodged and it was confirmed through xray. This lead was surgically revise and remains in service. No additional adverse patient effects were reported.